Manufacturer narrative:
For the differences in the values generated with the different analyzers, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and the standardization methodology used. From the information provided, a general reagent issue could be excluded.

Event description:
There was an allegation of questionable thyroid results for five patients from cobas e 801 module serial number (B)(4). The samples were submitted for investigation and tested on a cobas e 801 module, cobas e 411 analyzer, and an abbott architect analyzer. The discrepant results are highlighted. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates used by the customer were requested but were not provided. The medwatch with patient identifier (B)(4) is for the elecsys tsh assay, (B)(4) is for the elecsys ft4 iii assay, and (B)(4) is for the elecsys ft3 iii assay.